Event description:
The oscillating saw casing cracked in the front near the blade. The blade oscillated erratically and scored the bone. Another saw was readily available and used to complete the surgery.